Event description:
A customer contacted beckman coulter inc. (Bec) regarding ambient temperature errors they were getting and a fluid leak (confirmed to be diluent) inside the right side of the coulter hmx hematology analyzer during startup. The user was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the leak was behind the cbc module, right below the sweep flow chamber. The restrictor line kept slipping off the check valve. It was leaking diluent and some got on the peltier module (when this happens, ambient temperature errors are seen). Fse replaced the restrictor line to the sweep flow chamber since it would not remain attached. Once the tubing was replaced the ambient temperature errors went away. Fse confirmed that diluent was the only thing that leaked and was contained inside the instrument. The root cause for this event was the defective restrictor line to the sweep flow chamber. (B)(4).